Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer was found dead at her boyfriend's house. Caller stated that the customer died due to cardio pulmonary arrest, poor management of diabetes, high blood glucose, bi polar disorder and methamphetamine addiction. Caller stated that the customer went to the hospital two days prior to dead to request a back up plan because her blood glucose was up to 600 mg/dl, but she refused service at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.